Event description:
It was reported that the lens was difficult to load in the injector and a significant force had to be applied thus the ejection speed of the implant was not well controlled. The lens came out with the haptic pointed forward and perforated the capsular bag. There were no reports of secondary surgery performed. Additional info has been requested but no new info has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.